Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A consumer reported the device failed working so it was removed. Relevant medical history includes radiculopathy.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient reported the current device was removed in (B)(6) 2008. The patient also reported it was removed as the patient's body rejected it. The patient never had it (another one) put back in for occipital neuralgia. The patient did not want another surgery.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a patient on 2017-mar-16. The patient stated that their system is attached to their brain with the battery in their belly and the system they have is for their trigeminal neuralgia. No further complications were reported/are anticipated.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer. It was reported that the patient stated that their previous device was removed as it was not working well. The patient was having problems with the device for a couple of months. The patient stated that they had it for like 10 years. It was explained that the device was not keeping the charge and not helping with their pain. The patient mentioned that they had the device reprogrammed a few months prior to that. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.